Event description:
As (B)(6) care giver he uses his CPAP machine as instructed hasn't used a ozone generators regularly replace filters but has noticed black dots in pipe joined on his face mask and headache, and hearing difficulties. Itchy skin and worsening symptoms of breathlessness also his been in a lot of discomfort from lower back pain, swollen stomach, sore throat sinuses, congestive pain, and problems it diuretic results for his "edema" and low potassium. Fatigue from waking in terrors, feeling choked even though he is wearing his mask, and erratic readings of his blood sugar and saying his eyes and sight hearing are bad. We associated these symptoms with his preexisting heart failure symptoms. As his sore throat sinuses turned to a productive cough, he has regularly complaining his tongue and throat felt burned. (B)(6) is (B)(6) and has diabetes stage 3 heart failure and some these symptoms as know are some thing we continually control daily and watch for but these were different. I was watching for the tale signs of fluid overload, as (B)(6) is on fluid restricted after we discover that his CPAP was one affected and discontinued use of said mask he is improving, we wanted to inform you so others can stop suffering as he did by being unaware and can you please help me to check that he will not have any other damage or symptoms and what to watch for or do, so he is ok. Thank you. FDA safety report ID# (B)(4).